Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report constant alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant alarming) has been confirmed. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) to ECG electrode b. The cause of the alarming is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.